Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. A cartridge change was performed resolving the issue. Additionally, it was reported an altitude alarm occurred. Blood glucose level was 125 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the altitude alarm; however, no additional information regarding this event was provided.